Event description:
It was reported that the pt had surgery to remove a granuloma at the tip of the catheter. CT was utilized during surgery to locate the granuloma. The catheter tip was sent to the lab for analysis. The pt recovered from surgery, and was "slowly returning to normal".